Event description:
Ous MDR - it was reported that after the implantation a variable r wave was measured (mostly above 6mv) while normal impedance and threshold were observed (0,5v at 0,35ms). Three days later the threshold went up and during the weekend a lot of uncommon ventricular activity was documented, which could possibly be caused by lead placement in a pro-arrhythmic region. The physician decided to reposition the lead. During the repositioning the fixation screw only came partially out and the physician decided to implant a new lead.

Manufacturer narrative:
(B)(6) 2015 - corrected the implant date. Performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism as well as the values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. There were no sign of a material or manufacturing problem.